Event description:
Third party service company performed the vaporizer interlock test following installation of a vaporizer and noted the vaporizer interlock was missing. There was no report of patient involvement.

Manufacturer narrative:
Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under report no. (B)(4).